Manufacturer narrative:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not deploy when the sheath was pulled back to marry at the top. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. It was reported that ¿the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not deploy when sheath was pulled back to marry at the top¿, however, the advancer tube was observed deployed on the catheter shaft as received. It is unclear if the device was manipulated post procedure based on the condition of the device received. The sealant was not returned, some residual was observed on the balloon proximal tip during investigation. The 10ml syringe and procedural sheath were not returned for investigation. The device was inspected for damages/anomalies that may have contributed to the reported incident and no damages/anomalies were observed. In addition, five unused sterile devices from the same lot were returned for investigation. Three devices were sampled for investigation. No visual abnormalities observed on the sampled devices. Per functional analysis, the advancer tube was manually retracted and found properly engaged to the proximal tamp lock during functional investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). The simulated deployment test was conducted for the three sampled devices, and they performed as intended per IFU. No functional anomalies were observed. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2020201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy-advancer tube¿ was not confirmed during analysis of the returned devices. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported events. It should be noted that if the shuttle cartridge is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step and resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not deploy when sheath was pulled back to marry at the top. There was no reported patient injury. The complaint device as well as 5 sterile devices will be returned for evaluation.